Manufacturer narrative:
The insulin pump was received with a scratched case, a cracked keypad overlay, a cracked case-corner of belt clip rails near the battery compartment and a pillowing keypad overlay. The test p-cap/reservoir does lock properly inside the reservoir tube. The insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery analysis test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that customer was experienced high blood glucose. The customer¿s blood glucose level was 495 mg/dl. It was unknown whether the customer was using auto mode at the time of reported event. The insulin pump will not be returned for analysis.